Manufacturer narrative:
The insulin pump passed functional testing. No motor error or excessive no delivery alarms were noted. The motor passed the motor test. The insulin pump passed self test and the vibrator functioned properly. The insulin pump was programmed with several express bolus values and the vibrator operated properly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had no delivery alarm, motor error and vibration was not working. Troubleshooting was done for vibrate anomaly. No blood glucose reading provided. Customer declined to troubleshoot for no delivery. Troubleshooting was done for motor error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.